Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the pacemaker was oversensing far r-waves on the atrial channel. Programming changes were discussed but did not occur. There were no patient symptoms noted.